Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on a review on the event by shockwave medical safety, the dissection and hematoma occurred after use of ivl and was not present prior to ivl. Therefore, this is device related and procedure related dissection. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A literature report was received by shockwave medical japan via the 32nd cvit 2024 publication. An 80-year-old female was admitted for the treatment of a tandem severe stenosis lesion at the mid portion of the left anterior descending artery (lad). Optical coherence tomography (oct) indicated severe calcification (4-point calcium score). A shockwave coronary c2 ivl catheter was used to treat the lesion, and 80 pulses were delivered to the lesion entirely. After ivl, the coronary angiogram revealed an occlusion of a diagonal branch diverged from the lesion and oct revealed a severe, type c dissection at the distal lad. Additionally, intravascular ultrasound (ivus) revealed a severe hematoma at the distal lad and proximal site of the diagonal branch. Attempts to reduce the hematoma with a cutting balloon were unsuccessful. Thus, a 2.25mm drug eluting stent (des) was placed in the diagonal branch and a 3.0mm des was placed in the lad with crush stent techniques which successfully re-perfused the diagonal branch. The patient made satisfactory progress and was discharged from the hospital. The procedure date, discharge date, and lot number of the ivl device are unknown.